Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. (B)(4). The complaint lens was received inside a specimen cup containing an unknown solution. Additional documentation was received as well. Visual inspection under magnification revealed that the lens was received cut in pieces (and a piece of the lens was missing), which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Note: the device was manufactured at the (B)(4) which has been closed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the lens was explanted in secondary surgical procedure from patient¿s right eye because the patient did not need/want the toric correction and was experiencing blurry vision. There was no incision enlargement required. Another lens, different model zcb00 and lower diopter 20.0 was used as replacement lens for the patient. No other surgical intervention was required. No further information provided.